Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staple did not fire during the final stapling at the top of the stomach on a laparoscopic sleeve gastrectomy. They opened and used a new reload to complete the case. There was no patient injury.